Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.